Event description:
PICC not functioning, xray identified PICC has flipped up the neck.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewl0527 showed no other similar product complaint(s) from this lot number.